Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: interstim; product ID: 3889-28 (lot: va0l430); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient reported that they had decided to have the stimulator removed because it prevented them from having any mris and the device was not working. The patient said that the stimulator had made their toe drop and wasn't helping them. The patient said they were told not to worry about the toe drop but they worked their way through the toe drop with physical therapy but the therapy stopped helping them around 2019. The patient said that the doctor who removed the implant was able to remove the implant but part of the lead was left. The patient said they thought the lead got wrapped around a bone and was impossible to get out. The patient wanted to know how this could effect their MRI eligibility. The agent reviewed information about MRI eligibility of lead fragments and redirected the patient to their health care provider. The patient may call back with health care provider's email or fax to send MRI guidelines to.